Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. Upon deployment clip open while locked. Additional clip was implanted to stabilize the clip that had cowl. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.